Manufacturer narrative:
(B)(4). The lot was manufactured from january 29, 2015 ¿ january 30, 2015. The evaluation of the returned device is complete. Visual inspection revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 3550mg fluorouracil diluted with 29ml normal saline (non-baxter products), total fill volume of 100ml. The device was meant to infuse for 48 hours, however after 96 hours the device still had fluid remaining. There was no report of patient injury or medical intervention associated with this event.